Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The monoblock controller pcb and fluoroscopic functions pcb and system connectors were reseated during the service call. Power supply voltage was also confirmed to be within specification. The system was tested an found to be working as intended and put back into service.